Event description:
According to the reporter, the patient was brought to recovery post upper endoscopy with capsule placement. Upon arrival, the patient was connected to vitals and oxygen mask was removed. The patient began to wake and stated, "what is this in my mouth". Patient reached in her mouth and took out the bravo capsule. The capsule was retrieved and shown to the doctor. The doctor was made aware and decided not to replace the capsule. He explained to patient what happened.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.